Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Nurse provided s/n (B)(6). Targeted temperature (tt) was 37c, patient temperature (pt) was 37.6c with esophageal and 38.2c with foley on as, water temperature (wt) was 17.4c, and water flow rate (wfr) was 1.6 l/min. Diagnostics showed that the outlet monitor temperature (t1) was 17.4c, outlet control temperature (t2) was 17.4c, inlet temperature (t3) was 18.9c, chiller temperature (t4) was 17.1c, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 4,861, and pump hours were 4,222. Explained it appeared the chiller was not making cold water. Informed nurse to swap devices and send this one to biomed labelled not cooling. Walked nurse through stopping therapy and emptying pads so that nurse could connect to new device. Encouraged nurse to call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, g UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had a patient on the arctic sun device in normothermia. Nurse kept receiving an alarm 113. Nurse provided s/n (B)(6). Targeted temperature (tt) was 37c, patient temperature (pt) was 37.6c with esophageal and 38.2c with foley on as, water temperature (wt) was 17.4c, and water flow rate (wfr) was 1.6 l/min. Diagnostics showed that the outlet monitor temperature (t1) was 17.4c, outlet control temperature (t2) was 17.4c, inlet temperature (t3) was 18.9c, chiller temperature (t4) was 17.1c, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 4,861, and pump hours were 4,222. Explained it appeared the chiller was not making cold water. Informed nurse to swap devices and send this one to biomed labelled not cooling. Walked nurse through stopping therapy and emptying pads so that nurse could connect to new device. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse had a patient on the arctic sun device in normothermia. Nurse kept receiving an alarm 113. Nurse provided s/n (B)(6). Targeted temperature (tt) was 37c, patient temperature (pt) was 37.6c with esophageal and 38.2c with foley on as, water temperature (wt) was 17.4c, and water flow rate (wfr) was 1.6 l/min. Diagnostics showed that the outlet monitor temperature (t1) was 17.4c, outlet control temperature (t2) was 17.4c, inlet temperature (t3) was 18.9c, chiller temperature (t4) was 17.1c, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 4,861, and pump hours were 4,222. Explained it appeared the chiller was not making cold water. Informed nurse to swap devices and send this one to biomed labelled not cooling. Walked nurse through stopping therapy and emptying pads so that nurse could connect to new device. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.